Manufacturer narrative:
Additional information received on (B)(6) 2019 that this issue was discovered during testing and there was no patient involvement. Device evaluation: one cadd legacy plus pump was returned for analysis for "pump does not recognize cassette attached" issue. The customer's reported allegation was confirmed. Service replaced the faulty downstream occlusion sensor and recalibrated the pump. The pump passed all functional and delivery testing. DHR review was preformed and no problems or issues were identified during the DHR review. The root cause of the reported issue is unknown.

Event description:
Information was received indicating that this ambulatory infusion pump did not recognize the cassette when attached to the pump. No adverse effects were reported.